Event description:
It was reported that ten days after a generator changeout procedure , the right ventricular (rv) lead exhibited high undefined bipolar pacing and defibrillation impedance. It was thought that there was poor connection with the device, however an x-ray confirmed no clear abnormalities in the connection region or the lead as a whole. The patient was scheduled for surgery the following day where no connection issue was noted, however tip-coil induction measurement could not be performed and applying external pressure to the lead within the pocket resulted in noise interference. The lead was thought to be fractured. The lead was attempted to be extracted which was unsuccessful, so the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvpa2d4, serial# (B)(6), implanted: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.